Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll 23ga 1in tw had scale marking issue the following information was provided by the initial reporter: complaint from hong kong sanatorium & hospital. The customer complained that the syringes were found dented and the scale markings were faded.

Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift with no abnormality observed. Current control there is a 3 hourly outgoing inspection to check for damage and 2 hourly in-process inspection in place to check for damage. Based on the return samples, it was observed damaged barrel is noticed at the same position, approximately at the location scale mark at ¿1/2 and 1¿ height. The team has investigated different sections of machine and matched potential area which could leading to damaged barrel. The probable root cause could be due to machine outfeed dial are out of alignment which eventually leading to part slanting. Thereafter, the product tilted from the needle assembly dial slot pocket resulted crashed and damaged by pocket dial and side guide during transition to outfeed dial process. The defect parts failed to remove effectively by production technician which resulted escapees to the next process. Action has been taken communicate product technician on the importance of clearing jammed and removing defective parts at immediate action as it may led to damaged barrel, thereby to raise awareness of production technician on the reported defects on (B)(6) 2023.

Event description:
Complaint from (B)(6) hospital. The customer complained that the syringes were found dented and the scale markings were faded.